Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that there was high impedance on the high voltage portion of the right ventricular (rv) lead. Since it was not clear whether the high impedances were due to the rv lead or due to the connector problem, the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.